Manufacturer narrative:
(B)(4).

Event description:
This report is one of two complaints that pertain to the same event (MFR report #: 3005099803-2022-07327 and MFR. Report #). It was reported to boston scientific corporation that a percuflex ureteral stent was opened to be used during a ureteroscopy with stent placement performed on (B)(6) 2021. During preparation, it was found that the stent fractured when it was out from the boxes. The procedure was successfully completed with another percuflex ureteral stent. There were no patient complications reported as a result of this event.